Event description:
It was reported that this inflatable penile prosthesis was undersized at the tip. At implant, it was believed that the correct size device was implanted. The device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was undersized at the tip. At implant, it was believed that the correct size device was implanted. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that this inflatable penile prosthesis was undersized at the tip. At implant, it was believed that the correct size device was implanted. The device was explanted and replaced. No patient complications were reported.